Manufacturer narrative:
Correction: per new information received the right atrial lead should not been submitted as a medical device report (MDR) as the event did not indicate a malfunction; the physician believed that the high capture thresholds or sensing issue was due to patient's anatomy and was not device issue.

Event description:
New information noted that the physician believed that the high capture thresholds or sensing issue was due to patient's anatomy and was not device issue.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the parameters were not ideal on the right atrial lead at multiple sites. The lead was not used and a passive lead was implanted. The patient was in stable condition. No additional information was reported.